Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays taken to locate the needle piece? Besides the additional cutdown, was there any additional tissue damage as a result of searching for the needle piece? What tissue structure the needle was located? Was there any adverse consequence associated with the patient? What is the surgeon's opinion of consequences to the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent placement of a permacath on september 23, 2021 and suture was used. During the procedure, the needle separated from the suture. An additional cutdown of 2.5 inches was required to retrieve the needle. No adverse patient consequences were reported. Additional information was requested.